Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not illuminating any settings. Technical support (ts) had the caller re place the batteries and the issue was resolved. The epg remains in use. There was no patient involvement.